Manufacturer narrative:
Product analysis: the device returned for evaluation. Upon return of the device it was confirmed stent was not on the balloon. It was returned on the snare with deformation evident. The balloon folds were partially expanded. Crimp impressions were visible on the exposed balloon surface. No other damage evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device did not pass through a previously deployed stent or cell of a stent. Correction: the lesion was pre-dilated with a 3.5x20mm non-medtronic balloon twice at an inflation pressure of 18 atm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: after retrieving the dislodged stent, the procedure was successfully completed using an onyx frontier stent of the same size. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one onyx frontier coronary drug eluting stent, stent dislodgement occurred during delivery to the lesion site/while passing through the lesion. The stent dislodged during the use of a non-medtronic embolic protection device. Approaching from the femoral artery, the dislodged stent was removed from the patient using a snare. The lesion being treated was a moderately tortuous, non-calcified lesion with 75% stenosis in right coronary artery (rca) (cass#2). The device was inspected before use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a non-medtronic balloon twice at an inflation pressure of 18atm. Residual stenosis rate after was 20%. Post expansion was not performed. Resistance was not noted when delivering the device and excessive force was not used. No further patient complications have been reported as a result of this event.